Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported tubing clog during the irrigation/aspiration phase of a cataract surgery. The surgery was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually and no obvious defects were found. The sample was functionally tested and was able to be loaded onto the console with no issues; however, the sample failed to prime and generated a system message code 163. It was found that the aspiration line was occluded with cyclohexanone which caused the issue the customer experienced. The root cause of the customer's compliant is related to error during the wetting of tubing with adhesive during bonding which resulted in an occlusion at the bonded joint. After the investigation of this complaint, it has been determined that no action will be taken at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported tubing clog during the irrigation/aspiration phase of a cataract surgery. The surgery was completed after the product was replaced. There was no patient harm.